Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported that her incision developed pain and swelling and a lot of discomfort like it was infected. The change in therapy/symptoms was considered gradual. This started about a week ago and gradually got worse. The patient's relevant medical history includes spinal pain. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.